Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, and the user had not attempted a device restart prior to contacting support. Symptoms included no injury or clinical effects. Outcomes included no impact on therapy continuity and no medical intervention. Investigation included remote technical troubleshooting and user education on device restart and documentation practices. Investigation of this case revealed insufficient information to confirm a device malfunction, no associated alerts or alarms, and no corroborating evidence such as images or video to verify a mechanical or electrical failure of the sleep/wake button. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the inability to reproduce the issue and lack of returned device or objective evidence.